Event description:
After an implantation period of approximately 120 months it was reported that the lead was extracted due to oversensing in the ventricular channel.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 16.5 cm distal to the df1 connector pin (into two segments). All fragments were received for analysis. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The analysis showed that the insulation was found rubbed through in the distal region, which is assumed to be the root cause of the reported oversensing. The analysis of the provided x-ray showed much leads slack in the implanted state. It is assumed that the slack in combination with tricuspid valve interaction resulted in extraordinary mechanical stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.